Event description:
The customer reported that their bgs were running high prior to their hospitalization. It was informed that the pump gave them a no delivery alarm the day before the call. A replacement pump was requested. Troubleshooting was performed. The pump also alarmed with no reservoir in the pump. Advised the customer to disconnect from the device and follow a back up plan. The customer indicated that their dr believes the pump was not working properly and was the cause for their admission.